Manufacturer narrative:
The insulin pump was received with cracked and bleeding glass on the lcd board. The insulin pump also had minor scratches on the lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a broken insulin pump. The customer's blood glucose reading was 119 mg/dl. The customer stated that she fell the other day and broke her knee and shoulder. The customer stated that she missed a step and broke her pump. The customer stated that the screen is damaged. The customer stated that there is ink and it does not reach properly. The customer stated that the screen is internally damaged and it has an ink blob. The customer stated that half of the numbers are visible and she cannot read clearly. The customer stated that she could determine how much insulin but not how much extra insulin. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.